Event description:
It was reported that this right ventricular (rv) lead exhibited a conductor anomaly and high pacing thresholds. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.